Event description:
It was reported the patient felt a shocking sensation in his chest and left arm when he turned stimulation up to "190." When the stimulation was lower "he doesn¿t feel it." The sensation started 2-3 days ago, around the time the patient reported slipping on the stairs. It was reported the patient typically ran system at 1.40v but had been increasing lately to get results. However, when at 1.90v, the patient felt stimulation in his left arm, shoulder and chest. It was reported the stimulation was for legs and patient did feel stimulation in legs.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).